Event description:
Customer reported via phone call that she received two calibration errors and a change sensor alert the day of the call. She changed the sensor and was experiencing sensor reading discrepancies. Customer stated that the sensor was reading 55 mg/dl and the insulin pump alarmed threshold suspend but her blood glucose was 146 mg/dl. Customer was advised to change the sensor if issue continues after 5 hours of insertion.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.